Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was not adhering to skin due to tap. Customer also reported that serter was not properly releasing infusion set. Customer's blood glucose was 500 mg/dl. Customer was advised that serter would be replaced.